Event description:
On november 6, 2006 the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that his one touch ultra meter had not powered on for 2 weeks (starting october 23rd). While the customer care advocate (cca) attempted to obtain patient's medication regimen, the line was disconnected. The reporter called back on november 7th. Lfs does not have a listed phone number ot contact the reporter/patient. During the two weeks, the patient had experienced four different of low blood glucose symptoms. On three occasions that patient had been felling shaky and very confused. Of the three episodes, one occurred on november 5th at approximately 7 pm. The patient took glucose and felt better within 5 minutes the fourth episode occurred on october 27th between 6:00 and 8:00 pm. The patient had been felling shaky, confused, and collapsed on the floor. He was administered glucose gel and carried to his bed, where he "came around" after a few minutes. The reporter claimed that she had attempted to contact lfs earlier regarding the power issue; however, the line had been busy and she never had the option to leave a voice message. The following information would have been helpful: patient's testing frequency, medication regimen, last result stored in the meter memory (including date/time), patient's diet, other possible health conditions, and whether the patient medical attention. The cca verified that the patient had been using the correct type of test strips, the battery had been replaced per the owner's manual, the battery was correctly installed, and the battery contacts were in good condition. The reporter claimed that the meter may have been dropped. The reporter replaced the battery and the meter powered on. Upon powering on, the meter entered the setup mode. The reporter claimed that the unit of measurement was set to mg/dl, instead of mmol/l. The cca walked the reporter through inserting a test strip all the way into the test strip and pressing the power button. The meter, test strips, and control solution were replaced due to the unresolved issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.